Event description:
It was reported that the ilet charger displayed flashing green lights and the ilet was not charging; the user restarted the ilet via the mobile app, removed the device case, and relocated the charger to a different outlet, after which charging resumed without further issues. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that relocating power sources and removing mechanical interference resolved the charging issue, indicating normal function after environmental correction. It was concluded that the event was attributable to external or environmental factors affecting power delivery and not a device malfunction.